Event description:
It was reported that the ilet displayed alert 38 indicating a motor stall after multiple restarts, and the device was deemed nonfunctional with the user advised that water resistance could no longer be assured and to employ backup therapy. Symptoms included no reported changes in blood glucose. Outcomes included shipment of a replacement device and instructions for data sync, shutdown, and return of the original unit. Investigation included troubleshooting with user education and verification of shipping logistics. Investigation of this device revealed a motor stall consistent with a device malfunction affecting the pump mechanism. It was concluded, based on previously established findings for similar reports, that the cause was a device mechanical failure.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.